Manufacturer narrative:
(B)(4). Additional device evaluation summary photo: a picture was provided for analysis. Upon visual inspection of the picture, it was noted a winding former with a suture and the needle appears to be detached of product code jv586, lot eh8grsm0. Also, three needles appear detached and three winding formers with a suture each, for two of these samples the product code is unknown, and one sample belongs to product code jv453. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Additional summary: one opened folder with a detached needle and three small suture pieces of product were received for analysis. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined and remnant suture was observed. The suture pieces have begun with the process of degradation and this caused that the needle was detached of the strand. The time of exposure of sutures to the environment could not be determined. Additionally, the foil was not returned to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident

Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Upon review of photo 2 it appears that the suture thread is still in the packaging, so please clarify when did the suture pull off during use on animal or in the package or dispensing (before use on animal) please also verify quantity involved in this procedure device return status/follow up a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
Hold for mrd 06/17/20. It was reported that a dog underwent an ovario hysterectomy on (B)(6) 2019 and suture was used. The needle pulled off at the level of white line ligature. No additional information was provided.